Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via company representative with an implantable pump containing gablofen (2,000mcg/ml at 204.1mcg/day) its indication for use is unknown. It was reported that the patient was having symptoms of withdrawal after pump replacement on (B)(6) 2025. Patient returned to the hospital (B)(6) 2025 and is being attended to by her managing physician. The only notable environmental/external/patient factors that may have led or contributed to the issue would be patients replacement that took place on (B)(6). A pump report was sent to patients managing physician on (B)(6). Pump update was confirmed by implanting physician. It is unknown if the issue has been resolved at the time of this report.